Manufacturer narrative:
(B)(4). Broken advancer. Eval summary: the analysis results confirmed that the el5ml device was received with the advancer broken. The instrument was cycled and pear shaped the remaining clips due to the advancer condition. However, no jamming issues were noted during analysis. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the device was jamming. Another device was used to complete the case. There was no adverse consequence to the pt.